Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported in a literature article that the patient experienced recurrent hospitalizations for dizziness, blackouts, and headaches secondary to over-diuresis caused by the patient electronic system having a clinically significant pressure discrepancy. The patient electronic system was replaced. Additional information was requested but has not been provided by the corresponding author.